Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and booted up, "call tech support error" was observed on the screen. Unable to perform functional testing and data download due to "call tech support" error. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Unable to download the data log directly from the ui pcba board. The reported error of initializing screen without manual restart was unable to be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data or product was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.